Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that approximately two day post implant of implantable pacing lead (ipl) the patient became syncopal. Clinical investigation revealed intermittent loss of capture and hemothorax. The patient was transferred to the implant centre and the ipl was replaced. No further patient complications have been reported as a result of this event.